Event description:
The father reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was unknown. The father stated the insulin pump was dropped or bumped prior to the alarm occurring. The father could not confirm if the customer pressed on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to verify any alarms due to the broken end cap. The pump had a bleeding glass on the lcd board. The pump was received with a missing end cap sticker, and minor scratches on the lcd window.